Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, and the following was obtained: what is the procedure & event date? Not known. What is the initial procedure? Not known. Please clarify how many devices present the issue (pull off suture needle)? Did the surgery was completed successfully? Yes, with a different suture. Did the patient suffer from any consequence due to the issue (pull off suture needle)? If yes please provide more details. No. What is the lot number? Lot number was listed in complaint comments. It wouldn¿t pull up when entered. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Events reported via: 2210968-2022-00197, 2210968-2022-00198, 2210968-2022-00200, 2210968-2022-00201, 2210968-2022-00202, 2210968-2022-00203, 2210968-2022-00205, 2210968-2022-00206, 2210968-2022-00207, 2210968-2022-00208, 2210968-2022-00209, 2210968-2022-00211, 2210968-2022-00212, 2210968-2022-00217, 2210968-2022-00218, 2210968-2022-00219, 2210968-2022-00220, 2210968-2022-00221, 2210968-2022-00222, 2210968-2022-00223.

Event description:
It was reported that a patient underwent an unknown procedure in 2021 and suture was used. During the procedure, the suture got detached. Another like device was used to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/3/2022. H6 component code: g07002 no device problem found. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational narrative: one opened box with eleven packets of product code j370h was returned to ethicon inc for analysis with the packaging closed. Upon initial inspection, of the samples, no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related no defects were observed during evaluation. A functional test was performed, and the pull force meets the requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events reported via: 2210968-2022-00197, 2210968-2022-00198, 2210968-2022-00200, 2210968-2022-00201, 2210968-2022-00202, 2210968-2022-00203, 2210968-2022-00204, 2210968-2022-00205, 2210968-2022-00206, 2210968-2022-00207, 2210968-2022-00208, 2210968-2022-00209, 2210968-2022-00211, 2210968-2022-00212, 2210968-2022-00217, 2210968-2022-00218, 2210968-2022-00219, 2210968-2022-00220, 2210968-2022-00221, 2210968-2022-00222, 2210968-2022-00223.